Manufacturer narrative:
The customer¿s reported experience with a 260.4130.0 channel error during infusion was confirmed through review of the pump module error and event logs. During lab testing, the 260.4130.0 channel error was not replicated. However, during internal inspection of the pump module, signs of fluid ingress were found throughout the device. Dried residue was observed within the rear case, on the motor mount, on the iui bracket, on the bezel and pumping mechanism, under the membrane frame, on both pressure sensors, on the motor controller board, and on the logic board. It appeared that fluid entered the top of the device. While most of the fluid ran down the bezel and rear case, the rest went onto the iui bracket. From the iui bracket, the fluid ran down both the motor controller board and the logic board. It is believed that the fluid cause components/circuits to short, which in turn caused the 260.4130.0, 260.4110.5, and 260.4090.5 high-voltage errors observed in the log. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that an alarm error code 260.4130 occurred as a patient's infusion was started. No patient harm was reported.